Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Abdominal pain is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of abdominal pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."

Event description:
Reported events of "epigastralgia" from journal article: "outcomes of bariatric surgery: clinical benefits versus short-term and long-term complications", nutritional therapy & metabolism (2011) 29 (3): 124-133. Manufacturer of device is unknown. It is allergan's approach to compliance to resolve all doubt in favor of reporting. This medwatch represents the 12 cases of "epigastralgia" mentioned on page 124 in the 'results' section of the article.